Manufacturer narrative:
The sterilization record for this lot of sensors was reviewed and the sensor was sterilized as per specifications. Multiple attempts were made to contact the patient regarding the status of his infection with no success.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was removed.